Manufacturer narrative:
(B)(4). One accutrac 200 laser fiber was returned in once piece. The fiber measured approximately 312.4 cm from the top of the connector to the tip. The fiber tip was detached back to the jacketing with no exposed glass tip remaining. Examination under magnification revealed that the fiber tip is fractured with a portion detached. The remainder of the tip was not returned. Visual examination of the device was conducted and there was no evidence of misfire sucj as burn marks or degraded jacketing at the connector or tip. The condition of the returned device confirms the reported event the fiber was broken and specifically analyzed as fiber tip detached. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device e history record (DHR) was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an accutrac 200 laser fiber was used in a percutaneous nephroscopy procedure in the upper ureter performed on (B)(6) 2019. According to the complainant, during the procedure, laser energy leaked and sparked near the connector of the laser fiber. Reportedly, there was no injury or burn to the physician. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event.